Manufacturer narrative:
(B)(4)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device with the distal stent loops deployed. A slight bend was noted on the shaft just proximal to the crocheted stent. During a functional analysis, the deployment suture could be retracted without issue and the stent was deployed. No issues were noted with the profile of the stent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within the lower esophagus of a patient with esophageal cancer, during a stenting procedure performed on (B)(6), 2010. According to the complainant, the patient had a five centimeter stenosis from the lower esophagus to the cardia of the stomach. The lesion was not dilated prior to stent placement. Contrast media was injected into the patient in order to determine the position of the stenosis. Due to the severity of the stenosis, the endoscope was unable to be advanced through the lesion. A guidewire was passed through the endoscope, and advanced through the lesion. The endoscope was removed, and the stent device was advanced over the guidewire and through the lesion; however resistance was encountered. The physician attempted deployment, but the stent was unable to be fully deployed. It was reported that there was no bowing of the delivery catheter; however it was confirmed that the deployment suture was tangled with the stent. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within the lower esophagus of a patient with esophageal cancer, during a stenting procedure performed on (B)(6), 2010. According to the complainant, the patient had a five centimeter stenosis from the lower esophagus to the cardia of the stomach. The lesion was not dilated prior to stent placement. Contrast media was injected into the patient in order to determine the position of the stenosis. Due to the severity of the stenosis, the endoscope was unable to be advanced through the lesion. A guidewire was passed through the endoscope, and advanced through the lesion. The endoscope was removed, and the stent device was advanced over the guidewire and through the lesion; however resistance was encountered. The physician attempted deployment, but the stent was unable to be fully deployed. It was reported that there was no bowing of the delivery catheter; however it was confirmed that the deployment suture was tangled with the stent. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.